Event description:
It was reported that the pulse generator exhibited premature battery depletion and backup operation. The physician and patient requested no further intervention. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.